Event description:
It was reported that in the days following the implant procedure, the impedance value of the right ventricular (rv) lead increased. Diagnostic imaging was performed and showed that the helix of the rv lead was slightly retracted. The patient is scheduled for a follow up appointment next month, where resolutions will be discussed. No patient consequences were reported.